Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment of a thoracic aortic aneurysm measuring 55mm and was implanted with a conformable gore® tag® thoracic endoprosthesis. It was reported that the aneurysm grew more than 5 mm for the past 6 month. Reportedly the maximum proximal aortic neck diameter in the landing zone was 45 mm and distal diameter of the aortic neck was 32mm. The patient tolerated the initial procedure. On (B)(6) 2016, computed tomography (CT) determined the maximum diameter of the aneurysm was 50mm. On (B)(6) 2018, computed tomography (CT) determined the maximum diameter of the aneurysm was 59mm and the distal type I endoleak was identified. The physician is monitoring the patient.

Manufacturer narrative:
Additional information: images provided were the pdf attached. Imaging is not able to provide an imaging evaluation on the images. Dicom images were requested, but were not available. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The conformable gore® tag® thoracic endoprosthesis is designed to treat aortic neck diameters no smaller than 16 mm and no larger than 42 mm. Appropriate patient and device selection for the gore® tag® conformable thoracic stent graft is critical to procedural outcome. Risk and benefits should be carefully considered by the physician for each patient before the use of the gore® tag® conformable thoracic stent graft. According to the sizing guidelines for the tge373720 device the aortic inner diameter range is 29 - 34mm. Reportedly the maximum proximal aortic neck diameter in the landing zone was 45 mm and distal diameter of the aortic neck was 32. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement.

Event description:
According to the physician, a distal type I endoleak caused the aneurysm enlargement. The physician is monitoring the patient.